Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is not charging. The customer reported there was no patient involvement.

Manufacturer narrative:
Per field service engineer (fse) states that this is a demo unit that belongs to the sales rep. The sales rep replaced the unit. Unit was used for demonstration purposes only and was replaced without full evaluation.